Event description:
Customer reported experiencing inaccurate low results with a ot ultra meter. Blood glucose result was 103 mg/dl on their meter and 134 mg/dl on the lab. Tests were done within 10 minutes with a difference of 23%. User did not experience any adverse events. No further info has been reported.